Manufacturer narrative:
(B)(4). Concomitant medical products: oss segmental femoral component, catalog # 150355, lot # 267280. Oss tibial bearing, catalog # 150411, lot # 31272. Oss femoral bushings set, catalog # 150477, lot # 040920. Oss femoral bushings set, catalog # 150477, lot # 918980. Oss yoke, catalog # 150493, lot # 991160. Oss tibial bushing, catalog # 150476, lot # 581390. Oss non-modular long tibial baseplate, catalog # 161043, lot # 068050. Compress device segmental anchor plug, catalog # 178402, lot # 930680. Compress transverse pin, catalog # 178527, lot # 785050. Compress anti-rotation spindle, catalog # 178354, lot # 925600. Compress nut, catalog # 178512, lot # 885860. Oss diaphyseal locking screw set, catalog # 150481, lot # 133790. Compress taper adapter, catalog # 178711, lot # 755330. Oss diaphyseal stacking adaptor, catalog # 150483, lot # 975100. Oss diaphyseal segment, catalog # 150465, lot # 414310. Oss diaphyseal segment, catalog # 150464, lot # 556640. Oss axle, catalog # 150480, lot # 584290. Oss locking pin, catalog # 150478, lot # 210660. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-09174, 0001825034-2018-09175, 0001825034-2018-09178, 0001825034-2018-09181, 0001825034-2018-09183, 0001825034-2018-09418, 0001825034-2018-09420, 0001825034-2018-09421, 0001825034-2018-09422, 0001825034-2018-09423, 0001825034-2018-09425, 0001825034-2018-09426, 0001825034-2018-09428, 0001825034-2018-09429, 0001825034-2018-09430, 0001825034-2018-09433. Product location is unknown.

Event description:
It was reported that after a patient underwent a knee arthroplasty with a limb salvage system the patient went into deep flexion, against the surgeons orders, and heard an audible popping noise. The patient underwent a revision, during which it was reported that the compress nut was re-tightened and the construct was re-assembled using the same metal components with new polyethylene components. No additional information was provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.